Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0012606114); product type: 0195-heart valves; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while attempting to implant a transcatheter aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was completed due to calcification. The valve and delivery catheter system (dcs) were then advanced through the patients body and the valve was deployed to 80% at the aortic annulus. It was then identified via fluoroscopy that a frame node overlap had occurred to the fourth node. Subsequently, the valve and dcs were withdrawn from the patient and a new valve and dcs were prepared. No patient complications were reported as a result of this event.

Event description:
It was reported that during loading of the transcatheter aortic valve, a misload was observed on fluoroscopy. The identified issue was frame node overlap up to the fourth node. A pre-implant balloon aortic valvuloplasty was completed due to calcification. Subsequently, at 80% deployment, the infold up to the fourth node did not resolve. A new valve and delivery catheter system (dcs) were used to complete the procedure. Additional information was received that the misload was not identified until the valve was partiallydeployed inside patient. The infold was noticed on the first deployment at 80%. The valve was recaptured once due to the infold and removed from patient.

Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during loading of the transcatheter aortic valve, a misload was observed on fluoroscopy. The identified issue was frame node overlap up to the fourth node. A pre-implant balloon aortic valvuloplasty was completed due to calcification. Subsequently, at 80% deployment, the infold up to the fourth node did not resolve. A new valve and delivery catheter system (dcs) were used to complete the procedure.

Manufacturer narrative:
Corrected data: b5-event description, h6 - the annex a code (a2201) and the annex g code (g07001) were omitted from this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.